Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a downstream occlusion (dso) seal that was separated. The cause of the customer reported problem was the dso seal was bubbled and separated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the downstream occlusion (dso) sensor seal was bubbled and separated. The event occurred during testing and there was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.